Manufacturer narrative:
Customer cancelled service call. This MDR is related to ge healthcare complaint.

Event description:
Customer reported intermittent film errors in film mode. No pt injury was reported.